Event description:
Related manufacturer reference number: 1627487-2021-18171. It was reported that during an ipg replacement, leads preoperatively had no issues but when ipg was plugged in the lead, showed high impedances in one of the leads. As such one of the leads was explanted and replaced with a new one. Post operatively effective therapy was restored. Both of the leads are being reported as it is unknown which lead is affected.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.